Event description:
A lead was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately eight months post implant of the lead.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breach cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.